Event description:
The hcp reported that the pt presented with symptoms of infection of the abdominal wall and possibly the device pocket, confirmed by CT scan in 2004. Symptoms included redness, swelling, drainage and pain. Blood cultures were obtained which were negative. Other cultures were also obtained, but the results are unknown. The pt was treated with IV and oral antibiotics and the total device system was removed in about 2 months later.